Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The complaint was verified in the laboratory. The reported electrical problems were due to fracture of the sense/pace coil distal to the connector crimp ring. The outer insulation was abraded. The sense/pace coil was exposed to increased stress due to being severly wrapped around the ICD can. Over time, the stress resulted in a fatigue fracture.

Event description:
It was reported that the lead was dislodged, resulting in high impedance and inappropriate therapy to the patient. The lead was explanted and replaced.